Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that after the catheter was passed to the heart, the curve was not working, and the catheter could not make an f or d curve. The catheter was removed from the outside of the heart and tried again, but did not get the curve. As a result, nothing happened with the device or the patient. There was no physical breakage noted. When they tried to curve completely from the handle part of the catheter, they had a problem with the catheter not getting a curve. No adverse patient consequence was reported. The curve issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 27-jan-2025, a hole was observed and there was blood inside the pebax. This was assessed as MDR reportable with an awareness date of 27-jan-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed that there was blood inside the pebax. Due to this condition, the pebax was observed under a microscope and a hole was observed. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. The pebax issue observed during the investigation is not related to the issue reported by the customer. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: the handle has an adjustable friction control that allows the operator to use the rocker lever and deflecting tip in a ¿free¿ state or adjust the friction to where the rocker lever and tip curve are ¿locked¿ in place. This knob is located on the opposite side of the rocker lever. Out of the package, the knob will be in the ¿off¿ position, which allows the freest movement for the lever and deflecting tip. The amount of friction increases as the friction control knob is rotated clockwise until it reaches the fully ¿on¿ position. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).